Manufacturer narrative:
The broken tip was not included with the broken device for investigation. The material and hardening of the device is like intended per the DHR review.

Event description:
Customer reported their sales rep reported via email instrument that broke during a case on (B)(6) 2017. The instrument broke inside a patient and the broken piece could not be retrieved due to potential risk of hearing loss upon removal.